Event description:
It was reported that a surgical lead was inserted and anchors deployed onto the lead to secure to fascia. It was noted that one anchor was deployed too close to the paddle to secure appropriately. It was further noted that the healthcare professional (hcp) used the cutting tool to remove the anchor and inadvertently cut the lead covering. It was noted that a second lead was implanted and anchored. It was noted that the complaint by the surgeon was that it difficult to remove the anchor without compromising the integrity of the lead. It was noted that the patient fully recovered.

Manufacturer narrative:
(B)(4): analysis results were not availabe as of the date of this report. A follow up report will be submitted when analysis is complete.